Event description:
The customer reported that ac power led was not illuminated there was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that ac power led was not illuminated. There was no report of pt involvement. The unit was evaluated locally by a philips field service engineer, and the failure was verified. It was further clarified that the unit failed to power up on ac power. Replacement of the power supply resolved the failure.